Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had missing/stuck pixels. Customer's blood glucose (bg) was 48 mg/dl. Glucose tablets were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.